Manufacturer narrative:
As reported in a research article, multimodality approach to detect device-related thrombus after left atrial 2 appendage occlusion. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: multimodality approach to detect device-related thrombus after left atrial appendage occlusion: a case report.

Event description:
The article, "multimodality approach to detect device-related thrombus after left atrial 2 appendage occlusion: a case report", was reviewed. The article presented a case study of a 72-year-old male patient with a history of prior ischemic stroke, permanent atrial fibrillation, hyperlipidemia, diabetes, and recent intracranial pontine hemorrhage while on anticoagulation with rivaroxaban. It was reported that on an unknown date, a 31mm amplatzer amulet was chosen for implant. It was then reported 6-weeks post-procedure during a follow-up transesophageal echocardiography (tee) that an echo-dense mass on the left atrial aspect of the device was visible. 3d tee multiplane reconstruction measured the device-related thrombus (drt) at 1.0x1.8cm with 0.4mm depth. Cardiac computed tomography angiography also confirmed drt on the amplatzer amulet disc. The patient was restarted on low-molecular weight heparin while continuing with acetylsalicylic acid daily for 3 months. Complete thrombus resolution was achieved at follow-up. [The primary and corresponding author was hamady maiga, department of cardiology, university medical centre ljubljana, zalo¿ka 7, 1000 ljubljana, slovenia, with corresponding email: hamadymaiga@yahoo.fr].